Event description:
This case was reported by a consumer and described the occurrence of degenerative joint disease in a pt who used polident denture cleanser tables for stain dentures. The consumer called with a new product use. A physician or other health care professional has not verified this report. Concurrent medical conditions included aspirin allergy and penicillin allergy and depression. Concurrent medications included depakote and effexor. Some time in 1974 the pt started using polident denture tablets. As a child they had rheumatic fever which destroyed all their enamel. They also had arthritis and back problems for years due to a farming accident as a child. In 1976 they had a "lanectomy" and was hospitalized for 1 month. In 1979 they went to the ER and had a spinal fusion procedure done due to a back stiffness brought on by heavy lifting. The back pain is still present and they treat it with bextra. The pt also reported ongoing depression since the early 1960s and they use depakote and effexor for this condition. Neither the product nor lot number for this product is available. No corrective actions have been requested based on this report.